Event description:
It was reported that a patient implanted with an impella cp experienced ventricular tachycardia so amiodarone was given. The patient continued support until the pump was successfully weaned and explanted as planned.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The root cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.